Event description:
It was reported that a malfunction occurred with the pump, indicated by a malfunction code. There was no adverse impact to the customer¿s blood glucose level, and it did not exceed 500 mg/dl. Technical support provided pump reset information and assisted the customer in resetting the pump, which resolved the issue. The customer was advised to continue using the pump and to contact support if the malfunction code reappeared.